Manufacturer narrative:
Product is expired. Performed a DHR review for capture p indicator red cells lot 226342 for performance in manual capture prior to release. DHR quality review deemed all specifications as being met and released product to market on 24aug2016.

Event description:
On 04oct2016, a customer reported unexpected platelet crossmatch reactions with capture-p ready indicator cells lot 226342. On (B)(6) 2016, 8 donors samples were tested with one patient sample using capture-p lot p171 and capture p indicator cells lot 226342, and 4 of the 8 donors resulted compatible. On (B)(6) 2016, they tested the same patient sample with 8 different samples from (B)(6) 2016 with capture-p lot p171 and capture p indicator cells lot 226343 and all 8 donors were incompatible.